Event description:
It was reported that the patient's blood glucose level reached 22 mmol/l (396 mg/dl) while wearing the pod for "around 8 hours" when insulin was found to be leaking. Investigation of the pod found a torn cannula.

Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be torn on both the left and right sides. A leak was observed due to this damage. The start of the external tear measured approximately 0.757 inches from the nailhead and the end measured approximately 0.802 inches from the nailhead. The timing and cause of this damage is unknown. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No other damages or leakages were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.